Event description:
Patient was treated with a reusable applicator. Immediately following the mea procedure, a scheduled laparoscopic tubal ligation was performed. At the time of the laparoscopy, a thermal injury 2x1 cm was noted on the anterior surface of the uterus but no apparent injury to the bowel was identified at this time. The patient was discharged with antibiotics the following day, however, was readmitted 4 days post mea with complaint of abdominal pain. Seven days post mea, laparoscopy was performed and showed "a breakdown of the thermal injury with a fistula from the uterus to the peritoneum." The patient subsequently underwent laparotomy, hysterectomy and oversewing of a 5mm bowel perforation. The patient had an uneventful recovery.

Manufacturer narrative:
Additional device manufacture date: system 06/2004. The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The mea IFU contraindicates treatment in a patient with a myometrial wall thickness less than 10 mm. The IFU provides direction on measuring the myometrial wall thickness with the use of transvaginal ultrasound.